Manufacturer narrative:
The technician found the head up valve solenoid was not functioning. He replaced the head up valve solenoid to repair the bed.

Event description:
Info received indicates the head of the bed will not go up.